Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at her scs ipg site. Consequently, the patient underwent surgical intervention and had the scs ipg pocket site revised. Reportedly, the ipg pocket was enhanced to better accommodate the battery.